Event description:
Report received from abbott international affiliate that states: "three attempts to insert a swan ganz catheter through jugular vein with no success to get wedge pressure waves. At the fourth attempt, the catheter did not reach the right ventricle. Then it was decided to remove. Attempts unsuccessful. Pt underwent surgery on the jugular vein and catheter was finally removed. Event outcome: recovered." Additional info has been requested form the international affiliate. If any significant info relevant to this incident becomes available, it will be submitted in a follow-up.